Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had broken flange detection switch. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had broken flange detection switch. There was no patient involvement.

Manufacturer narrative:
Annex b: b22; annex c: c20; annex d: d16. Annex b: b01; annex c: c07; annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: field technician stated issue of broken flange detection switch was confirmed. On 14-may-2024, pca was received unboxed and with paperwork. Pca failed asm check-in testing with flange detection failure. Internal inspection found damage to the wires of the flange detection sensor assembly. Wire damaged during assembly in bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace flange detector assy. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken flange detection switch. There was no patient involvement.